Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to high blood glucose. The customer's daughter reported that they had a bent cannula. The customer's blood glucose was over 1000 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. The customer's daughter stated that they were wearing the insulin pump during hospitalization. The customer's daughter mentioned cracks on the insulin pump. The customer's daughter stated that the insulin pump might have been bumped. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.